Event description:
It was reported that during a pump replacement the healthcare provider tried to aspirate through the side port but was unable to. It was not determine exactly where the occlusion occurred so the hcp decided to replace the entire catheter with a new ascenda catheter. The intrathecal portion of the catheter was tied off and left in the intrathecal space. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver baclofen. No patient symptoms or outcome were reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter. (B)(4).